Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose. Customer¿s blood glucose was 550 mg/dl. It was reported that insulin pump was not delivering insulin. Troubleshooting was performed, and customer reported that insulin was not delivering with plunger push. Customer was advised to replace infusion set and reservoir and to call back if issue persisted. Customer was still in the hospital at the time of call.